Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the h1 number of events summarized/h1, and summary report field were incorrectly populated on the initial: (manufacturer report number 1645337-2020-14980, which was submitted on (B)(6) 2020. These field(s) were populated in error, please disregard them. Manufacturer¿s reference number: (B)(4), summarized/h1, and summary report field, mistakenly populated.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with two 400cc mentor memorygel, silicone breast implant experienced bilateral capsular contracture post procedure. The left side grade is iii, and the right side grade is IV. The capsular contracture was diagnosed by a physician via physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis.

Manufacturer narrative:
Additional information received on may 21 2021 indicated that the patient underwent bilateral implant exchange with 495 cc extra full profile natrelle gel implants, capsulotomy bilaterally, partial capsulectomy bilaterally, and capsulorrhaphy on the right side on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on june 23, 2021. Device evaluation completed on june 28, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 400cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).